Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) would beep when unplugged from a known operational outlet and that a red led on the battery indicator would appear after charging. The uninterruptible power supply (ups) for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The ups has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the imaging system would not power on. It was reported that the monitor emitted a beeping noise. There was no patient present when this issue was identified. No additional information was provided.